Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial tachycardia with rapid ventricular response (rvr). The first shock appeared to accelerate the patient's rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf), which was converted by two additional shocks. No additional adverse patient effects were reported.